Event description:
It was reported the patient had never had a therapeutic effect. The patient experienced stimulation in the right leg instead of the left leg. Reprogramming was done with no change in stimulation. X-rays showed lead moved to the center of the spine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.